Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that dew-like foreign matter came out of the bd ultra-fine¿ ii insulin syringe before use. The following information was provided by the initial reporter, translated from (B)(6): "this report is about fm. A dew-like foreign matter came out of the syringe. Nothing had been drawn into the insulin yet. One of the products was defective, but due to concerns, all products in the same box were returned."

Event description:
It was reported that dew-like foreign matter came out of the bd ultra-fine¿ ii insulin syringe before use. The following information was provided by the initial reporter, translated from japanese: "this report is about fm. A dew-like foreign matter came out of the syringe. Nothing had been drawn into the insulin yet. One of the products was defective, but due to concerns, all products in the same box were returned."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.